Event description:
The customer reported that the insulin pump was not delivering insulin and he was running high. When the customer removed the cannula it was bent. The blood glucose reading was 393mg/dl. The caller stated that the insulin pump did not alarm no delivery when it stopped at 6.5 of 10.0 unit bolus. The customer also stated that the no delivery alarm was not registered in the alarm history. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.